Event description:
Crew responded to a call, patient condition not reported. An attempt was made to pace the patient, the device indicated connect cable and use of the device was inhibited. The device operator noted a broken pin from the therapy cable stuck in the therapy connector. The incident was very near a hospital, the patient was transported to the hospital and transferred to the hospital's care. The reporter stated there was no adverse affects to the patient as a result of device operation due to the nearness of the hospital.

Manufacturer narrative:
Medtronic ers evaluated the device and observed a broken pin from the therapy cable stuck in the therapy connector. The therapy connector and therapy cable were replaced, a full functional and operational inspection was completed and the device was returned to the customer. The broken pin would cause the device to indicate connect cable and use of the device would be inhibited.